Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 507645 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the remote monitoring transmission showed a lead alert had triggered for the right ventricular (rv) lead recording non-sustained high rate episodes and the short interval counts (sic). Also, there was a lead warning for the rv lead superior vena cava (svc) coil impedance being high. It was noted that post alert, the patient had a massive heart attack and was in the hospital. The rv lead is still in use. No patient complications have been reported as a result of this event.